Manufacturer narrative:
Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition investigation summary: visual inspection: 4.5mm/6.5mm stepped drill bit large qc/485mm was received at us customer quality (cq). Upon visual inspection at cq, the drill bit was found to broken at the distal tip and the fracture appears homogeneous without any voids or dark spots. The broken part was not received at cq. Thus, the complaint is confirmed. The rest of the device shows normal wear which would not contribute to the complaint condition. Device failure/ defect found? Yes. Dimensional inspection (calipers: ca215p): dimensional inspection of the received device was performed at cq. The minor diameter of the drill bit near to fractured location was intended to be measuring from 6.43mm to 6.48mm and it was measured to be 6.47mm which is within specification as per the drawing. Document/ specification review: respective drawings were reviewed during the investigation: no design issues or discrepancies were noted during the investigation. Complaint confirmed? Yes. Since x-rays were not received, the reported condition of the embedded device cannot be confirmed. Investigation conclusion: visual inspection and dimensional inspection of the returned device, and document/ specification review were performed at customer quality (cq). The reported condition of broken tip of the device is confirmed. A definitive root cause for the post manufacturing damage could not be determined, it is possible that the device might have encountered unintended forces. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified during this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tip of the stepped drill bit broke off when drilling the recon screws to the femoral recon nail (frn) set. Approximately 3 centimeters was left in the femoral neck. The case was completed with no surgical delay. There was no patient consequence. Concomitant device reported: unk - screws: trauma (part# unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) 4.5mm/6.5mm stepped drill bit large qc/485mm. This is report is 1 of 1 for (B)(4). It was reported that on an unknown date, the tip of the stepped drill bit broke off when drilling the recon screws to the femoral recon nail (frn) set. Approximately 3 centimeters was left in the femoral neck. The case was completed with no surgical delay. There was no patient consequence. Concomitant device reported: unk - screws: trauma (part# unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) 4.5mm/6.5mm stepped drill bit large qc/485mm. This is report is 1 of 1 for (B)(4). It was reported that on an unknown date, the tip of the stepped drill bit broke off when drilling the recon screws to the femoral recon nail (frn) set. Approximately 3 centimeters was left in the femoral neck. The case was completed with no surgical delay. There was no patient consequence. Concomitant device reported: unk - screws: trauma (part# unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) 4.5mm/6.5mm stepped drill bit large qc/485mm. This is report is 1 of 1 for (B)(4).